Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018 and absorbable straps were used. During the procedure, while anchoring the mesh, the straps were not getting fixed over the mesh. No additional information was provided.